Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation that did not reach the arms and hands, despite a reprogramming attempt to capture the desired areas. X-ray imaging confirmed the lead had migrated from between the second and third cervical vertebral level to the seventh cervical vertebral level. Additionally, the patient experienced irritation from the left shoulder to the upper arm and left armpit area. Therefore, the patient underwent a lead revision procedure during which a new lead and clik anchor were implanted. Nothing was done with the existing lead and nothing was explanted during the procedure therefore, nothing will be returned. There were no reported patient complications postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2024.